Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 20 retained samples were subjected to functional tests to test for tube push off. None of the 20 retained samples failed for tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿, an unspecified number of tubes popped off the needle during collection. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿, an unspecified number of tubes popped off the needle during collection. There were no health impact or consequences reported.